Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was less than 20 ml of clenz that leaked from the instrument near a pinch valve at the bottom of the main diluter card. The leak was identified while the instrument was performing shutdown/startup. The leak was not contained within the instrument. The operator was wearing personal protective equipment of gloves, goggles and lab coat when the leak was identified. There was no exposure to mucous membranes or cuts. There was no biohazard exposure reported. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, customer technical support (cts) instructed the customer to replace the tubing with a pin hole in it at pinch valve (pv49) near the peltier module to resolve the leak. On (B)(4) 2014, a beckman coulter field service engineer evaluated the instrument and confirmed the leak was resolved. (B)(4).